Manufacturer narrative:
UDI#: (B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the knee stiffened after three months with less than 10 degrees of movement. Pt was diligent with rehab. The femur was replaced to legion revision with stem on (B)(6) and constrained movement on table was 0 to 110.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.